Manufacturer narrative:
Other relevant device(s) are: product ID: 9735672: a medtronic representative went to the site to test the equipment. It was reported that the cmos battery was replaced. The video board and ram were all re-seated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that after shipping to the site, the screen was flickering. There was no patient present. It was reported that the site found that the screen would flicker at times. The cmos battery was replace and issue was resolved.